Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the suture snapped and the detached needle was caught inside the capio device when the physician fired the first mesh leg. The procedure was completed with another pinnacle anterior/apical pfr kit, with no complications to the patient, who was reportedly in "great" condition post-procedure.